Event description:
The resident was transferred in maximove lift from a wheelchair to a bed, during the transfer the left leg clip detached from the lift and the resident fell to the floor . The patient sustained a head injury; treated with 3 staples.